Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center which is an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician identified that the device had a flickering image. There was no patient involvement.